Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error was present in the detail trace file due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify display anomalies due to critical pump error. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, damaged keypad overlay texture, peeling end cap address label, corrosion in battery tube, corrosion on force sensor and moisture damage on motor home switch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a display anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.